Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the blood glucose had been rising after each set change. The blood glucose reading was 17 mmol/l. A no delivery alarm was not noted at the time of this event. The reservoir will be replaced and returned for analysis.